Event description:
It was reported that high lead impedance has been seen on this patient device since (B)(6), 2020. The generator still provided treatment for the patient, so they continued to keep the lead due to the invasiveness that a lead revision surgery poses. It was also reported that during a recent battery replacement due to normal battery depletion, high lead impedance was still seen on the old generator in the operating room. X-rays confirmed that the lead wires were entangled. Only the battery was replaced, and a future lead revision will be discussed with the patient. The explanted generator is unavailable for return. The patient ap chest x-ray was reviewed. The generator placement was unable to be assessed due to scope of the image. Based on the images provided, the feedthrough wires were intact. The pin was observed to be past the second connector block and appears fully inserted. The lead could be visualized around the generator. Tie downs were not able to be visualized due to the scope of the image provided. The stress relief bend and loop could not be assessed as it is outside of the scope of the image. A portion of the lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Slightly above the generator, a bundle of twisted lead can be visualized, indicating this patient is likely a twiddler. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.